Event description:
Information was received from a patient regarding their communicator. It was reported that the patient tried to purchase a new charging cord, however, that did not work. The patient said the usb port was damaged and will not take charge. The patient stated that she had to charge the communicator more often. The agent asked when this started and the patient said it started being difficult to stick it in the past month or less and last night at 10:00 pm it would not let her charge it at all later in the call, the patient stated it started in july. They tried a different cord and that did not resolve the issue. The issue was not resolved through troubleshooting. A request was sent to the repair department. The patient mentioned in the call that she had a lump near the pump and that she has been in pain since july. The patient stated that she had a pump replaced due to weight loss and had to be moved. The patient stated that the surgery for replacement was awful and that she looked butchered after that. She has other health issues which are dystonia, ataxia and just has a lot of pain and the patient hard time s peaking to speak. The agent had a hard time understanding the patient during the call and gathering all the necessary facts.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Updated drug information: analysis identified micro usb charge port is loose and rattled. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding a patient receiving baclofen/fentanyl via implantable pump. The indication use was non-malignant pain. It was reported that the patient tried to purchase a new charging cord, however, that did not work. The patient said the usb port was damaged and will not take charge. The patient stated that she had to charge the communicator more often. The agent asked when this started and the patient said it started being difficult to stick it in the past month or less and last night at 10:00 pm it would not let her charge it at all later in the call, the patient stated it started in (B)(6). They tried a different cord and that did not resolve the issue. The issue was not resolved through troubleshooting. A request was sent to the repair department. The patient mentioned in the call that she had a lump near the pump and that she has been in pain since (B)(6). The patient stated that she had a pump replaced due to weight loss and had to be moved. The patient stated that the surgery for replacement was awful and that she looked butchered after that. She has other health issues which are dystonia, ataxia and just has a lot of pain and the patient hard time s peaking to speak. The agent had a hard time understanding the patient during the call and gathering all the necessary facts.